Manufacturer narrative:
The investigation determined that the rf output cable had an open internal wire. This caused the generator to not recognize the catheters. (B)(4).

Event description:
A complaint regarding device performance was reported to the MFR. In a pt with barrett's esophagus, the pt was anesthetized and focal ablation was attempted using a halo90 catheter. The haloflex generator did not recognize the catheter. A second halo90 catheter was attempted and was also not recognized by the generator. The procedure was aborted. This event is being reported out of an abundance of caution due to discontinuation of the case after the pt was anesthetized. There was no pt injury.